Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Following distal to proximal treatment of a highly tortuous, 90% stenosed, over 270-degree, nodule, heavily calcified, 1.5mm-diameter lesion in the proximal right coronary artery (rca) using diamondback 360 coronary orbital atherectomy device (oad) and 7-french guiding catheter via transradial intervention (tri), the oad driveshaft was observed to be fractured using intravascular ultrasound (ivus). The vessel was 4mm in diameter. Due to high vessel tortuosity, the oad crown and control knob could not move one to one and the crown could barely advance into the lesion on glideassist. The oad was removed, and balloon angioplasty was performed after balloon delivery with viperwire advance coronary guide wire with flex tip. The fractured oad component was snared. Post dilations with balloon followed. The procedure was completed with drug-coated balloon (dcb) without further complications. The patient was stable.